Event description:
It was reported there was high impedance of 40,000 ohms on electrodes 10 and 11. It was noted the device was not implanted as a result and impedance testing was performed. The extension was removed and cleaned and screwed in ¿again and again.¿ they were not able to get proper impedances so they tried a new battery and ¿all went fine.¿ there were no patient symptoms and the patient status at the time of report was alive with no injury. Additional information received reported during implantable neurostimulator (ins) replacement surgery after normal depletion, impedance values of >40,000 ohms were seen. After multiple attempts they inserted another new ins and all was cleared. The ins was first replaced due to normal battery depletion but the replacement ins would not connect properly. The patient recovered without sequelae and there was no patient injury or death.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 3708695, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# va01mbs, implanted: (B)(6) 2012, product type: lead; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# v992702, implanted: (B)(6) 2012, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.